Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired for second time with black reload and during middle of firing sequence, it sounded as if the blade was hitting the cartridge. When device was opened, it appeared as if no staples were deployed on the patient side of specimen. No bleeding was noted, so one row of staples may have deployed on patient side and "tissue may have been folded over single row of staples deployed." The surgeon used a new device of same product code and green reload to fire right beside second cut/staple line. This second device was also used to complete case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Additionally the cartridge pan was noted to be partially detached at left proximal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.